Event description:
It was reported that the device had unexpected longevity as the device lasted only 3.5 years. The device was explanted and replaced. It was also reported that the atrial lead had high thresholds, low pacing impedances, and diminished p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator implanted: 2009 (B)(6); 305c25 implantable tissue valve implanted: 2004 (B)(6). (B)(4).